Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power loss and no delivery before and after a battery change. Customer's blood glucose was 237 to 342mg/dl at the time of incident. Troubleshooting found that the pump also has a blank display. Customer indicated that the battery contacts and compartment were fine and not corroded. Troubleshooting found that the customer was able to get the display to return but the pump does not recognize any battery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.